Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from a physician's assistant. This case concerns a male patient (age not provided) who experienced injection site inflammation, site gradually got swollen, got tight/injection site tightness and took out 73 ml of fluid/significant fluid after receiving treatment with synvisc. Past drug included use of synvisc once before. No relevant medical history, concomitant medications and concurrent conditions were reported. On an unknown date, the patient initiated treatment with synvisc injection (route, dose, frequency, batch/lot and expiration date: not provided) into unspecified location for unknown indication. It was reported that patient came into the doctor's office 3 days after the last shot of synvisc with significant fluid and inflammation, but no redness at the injection site. It was reported that the doctor took out 73 ml of fluid and gave some cortisone and compression. The patient further felt that the site gradually got swollen and tight. Since then the patient had not seen the doctor. It was further reported that the patient did not experience any other event except after this 3rd and last injection of synvisc. Corrective treatment: cortisone and compression was given for the events of injection site inflammation and took out 73 ml of fluid/significant fluid. Outcome: unknown for all the events. Serious criteria: required intervention for the events of injection site inflammation and took out 73 ml of fluid/significant fluid.